Event description:
The account stated a falsely depressed result was generated on a patient sample with architect c8000 chloride. The sample tested architect c8000 chloride of 96 but repeated 104 and 105 (no units of measurement were provided). The laboratory normal range for chloride is 98 to 107 (no units of measurement provided). No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
No consequences or impact to patient; (B)(4) low test results. A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
Abbott customer support advised the customer to replace the ict probe and perform repeatability (precision) testing. The customer replaced the ict probe (and also replaced the ict module even though not recommended). The complaint indicates the issue was resolved by replacing the ict probe. The customer's service history does not include a recurrence of ict module related issues. A review of the clinical chemistry product improvement team (pit) metrics encompassing 12 months of trending data did not identify any product issues associated with the ict probe. A review of 12 months data in the quality impact score tool (qist) did not identify a product issues, nonstatistical adverse trends, or adverse trends associated with the ict probe. A review of the architect system operations manual revealed adequate labeling with regard to system maintenance, removing and installing the ict module and ict probe, and troubleshooting the customer's issue. The operations manual provides probable causes and corrective actions for the customer's issue under the observed problems erratic results, poor precision. The ict sample diluent package insert provides adequate information with regard to reagent handling and stability, sample requirements, calibration and control requirements, calibration slope limits, and imprecision. Based on the available information a deficiency is not identified.